Manufacturer narrative:
Additional information: b5, d9, h3, h6 (device component code) plant investigation: in addition to the photograph provided by the customer the fresenius field service technician (fst) was called onsite to perform an evaluation of the machine. The fst identified thermal damage on the valve 43 wire connection to the distribution board. The reported event has been confirmed.

Event description:
An area technical operation manager (atom ) reported to fresenius that thermal damage was discovered in the back of the 2008t machine after it "caught on fire." The atom clarified during follow-up that there was no observed smoke, spark, flame, or arcing and provided additional information regarding the reported event. The machine was located in a secluded room in a private suite. The machine was plugged into a hospital-ground fault circuit interrupter (gfci) outlet. The outlet was recently tested and found to be working as expected. The machine was powered on and placed into a rinse mode. A flow inlet error was received and the smell of smoke was observed. No smoke or fire was visually observed. The machine was unplugged, the fire alarm was pulled, and 911 was called. The fire department came onsite and found no fire. The smoke detector was not triggered. Use of a fire extinguisher was not required. An on-call biomedical technician (biomed) was contacted, who came onsite and removed the machine from service. Upon evaluation, thermal damage was identified in the back of the machine on the distribution panel. No parts have been removed from the machine. The decision has been made not to repair the machine. The machine is approximately 10 years old and has approximately 44,000 operating hours. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported malfunction. Samples and photographs of the thermal damage were reported to be available for review by the manufacturer. A fresenius field service technician (fst) was also called onsite to perform an evaluation of the machine. The fst identified thermal damage on the valve 43 wire connection to the distribution board.

Event description:
An area technical operation manager (atom ) reported to fresenius that thermal damage was discovered in the back of the 2008t machine after it "caught on fire." The atom clarified during follow-up that there was no observed smoke, spark, flame, or arcing and provided additional information regarding the reported event. The machine was located in a secluded room in a private suite. The machine was plugged into a hospital-ground fault circuit interrupter (gfci) outlet. The outlet was recently tested and found to be working as expected. The machine was powered on and placed into a rinse mode. A flow inlet error was received and the smell of smoke was observed. No smoke or fire was visually observed. The machine was unplugged, the fire alarm was pulled, and 911 was called. The fire department came onsite and found no fire. The smoke detector was not triggered. Use of a fire extinguisher was not required. An on-call biomedical technician (biomed) was contacted, who came onsite and removed the machine from service. Upon evaluation, thermal damage was identified in the back of the machine on the distribution panel. No parts have been removed from the machine. The decision has been made not to repair the machine. The machine is approximately 10 years old and has approximately 44,000 operating hours. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported malfunction. Samples and photographs of the thermal damage were reported to be available for review by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operation manager (atom ) reported to fresenius that thermal damage was discovered in the back of the 2008t machine after it "caught on fire." The atom clarified during follow-up that there was no observed smoke, spark, flame, or arcing and provided additional information regarding the reported event. The machine was located in a secluded room in a private suite. The machine was plugged into a hospital-ground fault circuit interrupter (gfci) outlet. The outlet was recently tested and found to be working as expected. The machine was powered on and placed into a rinse mode. A flow inlet error was received and the smell of smoke was observed. No smoke or fire was visually observed. The machine was unplugged, the fire alarm was pulled, and 911 was called. The fire department came onsite and found no fire. The smoke detector was not triggered. Use of a fire extinguisher was not required. An on-call biomedical technician (biomed) was contacted, who came onsite and removed the machine from service. Upon evaluation, thermal damage was identified in the back of the machine on the distribution panel. No parts have been removed from the machine. The decision has been made not to repair the machine. The machine is approximately 10 years old and has approximately 44,000 operating hours. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported malfunction. Samples and photographs of the thermal damage were reported to be available for review by the manufacturer.